Event description:
It was reported that during a da vinci-assisted general inguinal hernia bilateral surgical procedure, the 30 degree endoscope plus image view appeared upside down. It was stated that the endoscope had been reinstalled and a different endoscope had been tried, but the issue persisted. The user then moved from the third arm to the second arm, after which the issue was resolved. It was confirmed that a 30 degree endoscope was in use and that no system errors were present. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.